Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. The customer also reported that the device unexpectedly lost power and would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). The device will be returned to stryker service center to be evaluated. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was returned to the stryker service center. Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the device's lid and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the issue was determined to be the missing lid magnet.

Event description:
A customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. The customer also reported that the device unexpectedly lost power and would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event